Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be determined. However, based on the findings of the investigation, the malfunction is most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had something blocking the channel. The issue occurred during a colonoscopy procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm.